Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer cleared the alarm and resumed insulin delivery. There was no adverse impact to the customer's blood glucose level.